Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type: lead. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 97754, serial# (B)(4), product type: recharger. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
It was reported that stimulation was in the wrong location, and actions required as a result of the event was a replacement of the two leads and implantable neurostimulator (ins). Prior to the explant, reprogramming the system was recommended rather than replacement of the system by the manufacturer representative, but the healthcare provider (hcp) refused. Diagnostic testing or troubleshooting was performed. The patient noted 60% relief with the therapy on (B)(6) 2014. The manufacturer representative reprogrammed the device on (B)(6) 2014, but was not allowed to reprogram again. The patient confirmed verbally that she received 50-60% relief with the system. Upon interrogation of the device, 95% use; it was working well and being used 95% of the time. The device was functioning fine, and on the day of surgery the patient reported 75% coverage and 60% relief. The patient status at the time of the report was alive, no injury, and there were no patient symptoms or complications associated with the event. The system was replaced and returned. The patient was not in a clinical study. The device was used in/with the patient and the intended use of the device was treatment. There was no patient death. Information regarding cause of event and patient outcome have been requested which were not reported regarding this event. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Final analysis of the lead revealed no significant anomalies. The product had been cut through and was segmented. Final analysis of the second lead revealed no significant anomalies. The product had been cut through and was segmented. Final analysis of the stimulator revealed no significant anomalies.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.